Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with infection/inflammation in both eyes. A description from the account says that patient has multiple infiltrates either sub epithelial or interface in both eyes. All within flap margins. Etiology unknown, possible viral versus inflammatory. Topical steroid were given and patient was instructed to return to center for follow up evaluation. It was noted that the patient had loss one line of best corrected visual acuity (bcva) in right eye. It is important to mention that when bcva post op was obtained patient had not reached the point of refractive stability. The patient complained of red eye and mild discomfort in both eyes. Patient reported symptoms are not interfering with daily activities. At the time of this report no additional information was provided. Bcva from (B)(6) 2016: right eye pre-op 20/20 -6.75 x -.50 x 91; left eye pre-op 20/20 -7.50 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op 20/25 .00 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90.